Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. As described in the reported event the surgeon was attempting to get the registration below the system specifications, with registration practice during the case he did get a better registration. The software functioned as designed. The instructions for use (IFU) that accompanies the device provides guidance regarding registration. If the registration successfully passed and the surgeon was navigating within the sphere of predicted registration accuracy, the inaccuracy would have been improved.

Manufacturer narrative:
Per medtronic technical services expert, software is functioning as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial depth electrode procedure, the surgeon was not satisfied with the error metric of the pointmerge registration. Medtronic bone fiducials were utilized fm-4010 and the surgeon was registering with a passive planar probe. The first pointmerge registration had an error metric of 1.4 millimeters. The surgeon preferred a sub 1 millimeter error metric and attempted pointmerge approximately fifteen more times, creating a delay in therapy of two hours before continuing. The final error metric was 1.0 millimeter. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.